Manufacturer narrative:
H3: investigation results - the prosthesis wear reported and the most likely cause of the prosthesis wear could not be determined from the provided information. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device remains implanted at this time, and radiographs were not made available for review.

Event description:
As reported via legal documentation, this patient had a right total knee arthroplasty on (B)(6) 2011, then approximately 11 years, 5 months later the patient had a revision for reasons not reported. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.